Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing itchy, peeling skin. There was no alleged device malfunction contributing to the irritation. Patient was recommended desodin by a physician. Follow up indicated that the cream is helping, the peeling has stopped but still has some itching.